Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of refn0845 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer, "there was a 'serious adverse event with a patient with a 4fr monolunen PICC catheter'. They indicate that when the catheter is prepared, it is irrigated with a syringe pre-filled with normal saline solution. At the time of irrigation, the solution is observed to leak from the catheter insertion site; when the insertion site is reassessed, the catheter moved out and was found fractured / "broken" at a height of 3 cm. The rest of the catheter remains in the vein without being able to be removed. The patient was sent to the emergency department where a chest x-ray is taken, revealing the catheter in the proper position, fractured near the insertion site and with mild signs of deep vein thrombosis at arm level; the patient was taken to angiography to remove the catheter, which was approached via the femoral route. The nurse reports that at the time of removal, it fractures again, leaving it in two parts: 1 that is removed immediately and the second part travels to the pulmonary vein. From which it is successfully extracted. The patient suffered no further complications. Additional information received on (B)(6) 2023: patient arrived in the outpatient chemotherapy service on (B)(6) 2023 for "healing procedure". When the clinician changed the needle-free connector and flushed the catheter, the patient complained of pain and burning feeling. The clinician noted saline solution leaking from the insertion site, and proceeds to lift the adhesive and check irrigation again with a prefilled syringe. She identifies a spontaneous rupture of the catheter with 3cm catheter external and 32cm internal. In addition to the x-ray taken in the emergency department, a doppler was also done. The doppler ultrasound makes an impression diagnose findings compatible with deep vein thrombosis compromising the associated right axillary vein. The path of the remnant of the peripherally inserted central venous catheter extends from the brachial vein to the evaluable segment of the right subclavian vein, with adequate permeability of these two venous structures. Without clinical signs of thrombosis, the vascular surgeon was consulted, then on (B)(6) 2023 he was taken to angiography to remove this foreign body on (B)(6) 2023. Per medical records received, a small fragment was left in the upper branch of the right pulmonary vein and another fragment in the right basilic vein, "inside the thrombosed vein". The patient was discharged from the facility on february 9 with an anticoagulant treatment prescription for 3 months with apixaban 10 mg and follow up with vascular surgery in two weeks. At the moment he is well and at home.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a complete break/split in the catheter shaft was confirmed. Two powerpicc catheter segments were returned for evaluation. One of the catheter segments measured to be 10 cm in length and the second segment measured to be 1.8 cm in length. The proximal end of the catheter containing the luer hub was not returned. Both catheter segments contained jagged break surfaces at both ends and contained dried usage residues. A photo sample and video depicting a 4 fr sl powerpicc catheter were also provided. The photograph showed the proximal section of the catheter secured to the patient¿s arm using a statlock stabilization device and the video was of the extraction of a small part of the retained catheter shaft. The extracted catheter fragment contained a wavy shape memory. The returned sample corresponded with the provided media samples. Microscopic inspection of the break surfaces revealed them to be rough and uneven. The 1.8 cm catheter segment was observed to contain a partial split in the mid section of the segment. The split edges contained material stress whitening and a granular break surface. The catheter was cut near the distal end of the catheter segment in order to measure its dimensional properties. The catheter wall thickness was found to be within manufacturing specification. Based on the characteristics of the returned sample and information provided, likely contributing factors include repeated kinking of the catheter leading to material fatigue and damage during handling or usage of the device. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Since complete breaks and partial splits were found to be present in the returned samples, the complaint is confirmed. The location of the damage suggested that catheter insertion and securement techniques may have been contributing factors. Evaluation findings are in section h.11.

Event description:
It was reported by the customer, "there was a 'serious adverse event with a patient with a 4fr monolunen PICC catheter'. They indicate that when the catheter is prepared, it is irrigated with a syringe pre-filled with normal saline solution. At the time of irrigation, the solution is observed to leak from the catheter insertion site; when the insertion site is reassessed, the catheter moved out and was found fractured / "broken" at a height of 3 cm. The rest of the catheter remains in the vein without being able to be removed. The patient was sent to the emergency department where a chest x-ray is taken, revealing the catheter in the proper position, fractured near the insertion site and with mild signs of deep vein thrombosis at arm level; the patient was taken to angiography to remove the catheter, which was approached via the femoral route. The nurse reports that at the time of removal, it fractures again, leaving it in two parts: 1 that is removed immediately and the second part travels to the pulmonary vein. From which it is successfully extracted. The patient suffered no further complications. Additional information received on 13.feb.2023: patient arrived in the outpatient chemotherapy service on (B)(6) 2023 for "healing procedure". When the clinician changed the needle-free connector and flushed the catheter, the patient complained of pain and burning feeling. The clinician noted saline solution leaking from the insertion site, and proceeds to lift the adhesive and check irrigation again with a prefilled syringe. She identifies a spontaneous rupture of the catheter with 3cm catheter external and 32cm internal. In addition to the x-ray taken in the emergency department, a doppler was also done. The doppler ultrasound makes an impression diagnose findings compatible with deep vein thrombosis compromising the associated right axillary vein. The path of the remnant of the peripherally inserted central venous catheter extends from the brachial vein to the evaluable segment of the right subclavian vein, with adequate permeability of these two venous structures. Without clinical signs of thrombosis, the vascular surgeon was consulted, then on (B)(6) 2023 he was taken to angiography to remove this foreign body on (B)(6) 2023. Per medical records received, a small fragment was left in the upper branch of the right pulmonary vein and another fragment in the right basilic vein, "inside the thrombosed vein". The patient was discharged from the facility on february 9 with an anticoagulant treatment prescription for 3 months with apixaban 10 mg and follow up with vascular surgery in two weeks. At the moment he is well and at home.